Manufacturer narrative:
The device was received and evaluated. Corrosion was observed on the pcb and the bottom battery of the device. A tear was found in the unexposed portion of the soft cannula and fluid was seen exiting the tear. The bottom battery was also found to have a crack, however, the cause of the crack could not be conclusively determined. There were no external damages on the device. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 24 mmol/l (432 mg/dl). The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a new pod was applied.